Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cord had a tear. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the complaint is an expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a tear on the cord/cable. There were no reports of patient harm.